Manufacturer narrative:
Product complaint #: (B)(4). This is a duplicate report of 1818910-2019-97147. 1818910-2019-99110 is being retracted as it is a report duplication. 1818910-2019-97147 will be kept for investigational purposes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Loosening of unknown interface and unknown component was noted. The tibial tray is being reported currently. If/when more information is received the complaint will be updated at that time.

Event description:
Clinical notification received for left knee revision to address aseptic loosening.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.